Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found the examination lamp did not ignite. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the reported phenomenon was duplicated, and found that there was a blowout of the thermal fuse. Sorc surmised that the blowout of thermal fuse might cause the reported phenomenon.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the blowout of thermal fuse, which caused by the abnormally high temperature inside the subject device due to the using the subject device in a high temperature environment or with the ventilation path blocked. If additional information becomes available, this report will be supplemented.